Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised patient's mother to uninstall and re-install g5 application and reset the smart device. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 05/16/2016 and confirmed the reported loss of connection. No additional patient or event information is available.